Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor also, unable to perform occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarm. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly noted. No constant audio tone or beep anomaly noted. The insulin pump passed the self-test, a21 error test, displacement test, rewind and off no power test. The motor was tested outside of the device and passed. No a17 or a21 alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, broken battery tube threads, cracked display window and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400 mg/dl. The customer states they treated with manual injections. The customer had unexpected restart alarm and external ram crc error alarms. The customer states they had constant tone alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.